Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient began remedial therapy with vancomycin (2gm, loading dose, ip). Dianeal therapy was ongoing. The peritonitis was reported as resolving. The reporter believed that the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number; h10d07088 with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause is undetermined. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for (B)(6) bacterium in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for peritonitis. The cause of the peritonitis was unreported. It was unreported if treatment was provided. It was unreported if dianeal therapy was ongoing. At the time of this report, it was unreported if the patient was recovering from the event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.